Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was worn out and not feeling well, so they picked up some antibiotics and pain medication. The breathing tube during the procedure for the anesthesia had caused their throat to become swollen and sore (no allegation related to device/therapy). They also stated it busted their lip open and they were having chest pain (no allegation related to device/therapy). They were lying in bed and hardly having anything to eat or drink since the procedure. They were advised to contact their clinician regarding medical advice or if they had questions about their health. No diagnostics/troubleshooting was performed, and no interventions/actions were taken. The issue was not resolved at the time of the report. There were no device issues nor further patient complications reported at this time.